Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the reported malfunction was caused due to cubie was broken. Customer resolved the issue prior to a field service engineer arrival. The customer resolved the issue the system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system drawer 2.2 cubie c1 is broken. Customer stated that there was a delay to patient care and nurses had to go another unit to obtain medications. There were no adverse events or injuries reported based on this event.